Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 3 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that on (B)(6) 2016 the patient presented with severe pain in the left upper quadrant of the abdomen, elevated pump powers and gross hemolysis. The patient's inr was subtherapeutic at 1.2 despite adequate anticoagulation. The patient was admitted to the hospital and treated with additional unspecified anticoagulation. An echocardiogram demonstrated lack of left ventricle unloading and the aortic valve was opening with every heart beat. It was reported that the pump was thrombosed. The patient was not a surgical candidate at the time. It was reported that due to the patient's symptoms and pump parameters, the cardiologist and the rest of the vad team concluded that it was in the patient's best interest to turn the pump off. Later, on (B)(6) 2016, the patient was able to undergo a pump exchange. No additional information was provided.

Manufacturer narrative:
The report of pump thrombus was confirmed during the evaluation of the returned pump. The examination of the sealed inflow conduit, sealed outflow graft, and outflow elbow found collapsed biological linings and clotted blood that appeared consistent with poor surface washing. Our examination of the pump blood contacting surfaces found depositions of denatured blood in the inlet stator, outlet stator, and around the rotor. All of the observed depositions appeared consistent with an interruption in pump flow. The depositions could have contributed to the reported hemolysis and caused increased rotor drag, resulting in the reported pump power elevations. Visual inspection of the pump bearings and bearing cups found no anomalies. Our examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis, hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.